Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. Programming changes were attempted, but the noise issue could not be resolved. The patient's condition was unknown.